Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported that a guide wire that broke during surgery. The surgeon was repairing a radial head fracture and while drilling over the guide wire, the device broke off into the patient¿s bone. It was reported that approximately 20 mm of the guide wire was left inside of the patient¿s bone. The surgeon used another guide wire to complete surgery. It was reported that there was a 1-2 minute delay in surgery. No patient information was available. Item and lot numbers of the device are unknown. This is report 1 of 1 for (B)(4).